Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device, could not be returned for evaluation. Based on the information provided, the unsatisfactory experience could be confirmed. The clinical/medical investigation concluded that, based on the limited information available, the clinical root cause of the reported event cannot be confirmed. The only identified patient impact was a 45-minute surgical delay, after which the procedure was completed using the same device that initially failed to seat correctly. It remains unclear whether the insert ultimately seated properly in the tibial baseplate; however, the patient¿s current condition is reported as stable. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include but not limited to insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a tka surgery, there were problems when placing one (1) gii ps insert sz 3-4 11mm, it did not fit correctly the tibial base. It was attempted for 45 minutes without success, the surgeon decided not to change the implanted tibia to avoid prolonging the surgery and possible complications. The procedure was resumed, after a 45 minutes delay, using the same device. No further complications were reported. The patient is stable.